Event description:
Patient had a replacement on (B)(6) 2020 and now presented with high lead impedance. The physicians referred the patient for x-rays and will take the patient back to surgery to check the pin insertion. The x-rays have not been received by the manufacturer to date. The physician believes that the lead pin may not have been inserted properly. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient presented for revision surgery; however, pre-op diagnostics indicated normal impedance. No surgery was performed.